Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date unknown). According to the complainant, the brush bent when it was actuated inside one of the patient's intrahepatic ducts. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (procedure date unknown). According to the complainant, the brush bent when it was actuated inside one of the patient's intrahepatic ducts. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found the brush partially extended and bent. It was evident that the distal end of the catheter had been trimmed to reduce its outer diameter, and some of the blue paint band was missing from this area. Both the working length and the handle cannula were found to be kinked. The brush would fully extend when the handle was actuated; however, it would not fully retract. The condition of the returned device was consistent with the complaint that the brush was bent; the complaint was confirmed. With the exceptions of the modified catheter tip and the paint band, the most probable root cause of the defects identified is operational context; the catheter tip and paint band were altered by the customer.

Manufacturer narrative:
Exact patient age is unknown, but was reported to be over 18 years. Device (B)(4) relates to (B)(4) for the reported event: brush bent. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.